Manufacturer narrative:
Investigation: bd received 418 nexiva units from lot 9115945 for evaluation. A review of the device history record was performed for the reported lot and no related quality issues were found during production. Our quality engineer visually inspected the returned units and observed no physical/mechanical damage to any of the units. Next, a functional disengagement test was performed and 417 of the units disengaged successfully with no resistance. However, one unit failed to disengage properly and resistance was felt. The unit was disassembled and evidence of adhesive was found between the tip shield and adapter. Based off the visual inspection the engineer was able to verify the reported defect. It was determined to be a manufacturing defect and the adhesive found prevented a successful disengagement.

Event description:
It was reported that needle error occurred during use with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, "I spoke to materials management as well as the infusion unit. Chief complaint is that the needle will not withdraw from the catheter or the needle will not disconnect from the base of the IV." 5 occurrences were reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle error occurred during use with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, "I spoke to materials management as well as the infusion unit. Chief complaint is that the needle will not withdraw from the catheter or the needle will not disconnect from the base of the IV." 5 occurrences were reported.